Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that imaging system wouldn't communicate with the navigation system. The ias/mvs gateway were deleted. The imaging system then passed the system checkout and was found to be fully functional. No case-parts were returned.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that site has two navigation system, but when they connect the imaging system to the navigation system, it would not communicate unless they reboot both system while leaving the ethernet connected between them. There was no patient present.